Manufacturer narrative:
Additional information: according to the information received from the field the device is not providing benefit due to a partial migration of the electrode out of cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly there was a decrease in performance and increasingly higher impedance values. Initially the user had benefit, but has seen a gradual decrease in performance soon after their follow up from activation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly there was a decrease in performance and increasingly higher impedance values. Initially the user had benefit, but has seen a gradual decrease in performance soon after their follow up from activation.